Manufacturer narrative:
(B)(6).

Event description:
It was reported that rotation speed was unstable. A 2.00mm rotalink plus was selected for use. During the procedure, it was noted that the device had unstable rotation speed. The procedure was completed with another of the same device. No patient complications were reported.